Event description:
It was reported that staff complained that set rates are not accurate, pacing incorrectly. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment that the set rates were not accurate. It did find that the upper and lower cases, side bail and ring covers and battery drawer were broken, that the lead flex cover was corroded, the battery contacts compressed, one side bail missing, the ring bent and the main printed circuit board out of specification due to failing a battery removal test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that staff complained that set rates are not accurate, pacing incorrectly. The device was returned for repair. No patient complications were reported as a result of this event.